Event description:
The customer stated that, he tested his blood glucose using his breeze2 meter and a rite aid meter. The breeze2 meter read 358 mg/dl, while the rite aid meter read 160 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of his test strips. No product will be returned at this time.